Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that she inserted the new sensor on the patient's abdomen, and it hurt him more than usual. When she started the session and it started to warm up, the display showed replaced sensor. Patient's mother reported that upon sensor pod removal, no sensor wire was visible from the underside of the sensor. Patient's mother reported that the patient was taken to the emergency room (ER) where it was confirmed that there was no wire left inside the body. No additional patient or event information was provided.